Event description:
During a 2 level initial fusion surgery in 2008, the surgeon had difficulty getting the driver to seat with the screw properly. The driver would not seat into the dimples of the screw. The surgeon was able to continue as indicated as there were other drivers available. A similar device malfunction has been associated with an adverse event in the past. There was no surgical delay or harm to the pt.

Manufacturer narrative:
The product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.